Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
It was reported that while in use the ventilator shutdown. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se confirmed the reported issue. The se found the unit had a black screen and could not boot up. The se replaced the power management (pm) board and motor control panel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.